Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6), 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, august 03, 2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e2330 captures the reportable event of pain..

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure. Prior to the patient finishing radiation treatment, he began experiencing pain on defecation that was persisting after the movement. Cone beam computed tomography (cbct) was performed and showed air in the imaging, there was gas in the retrospect. Days later, the patient had minimal bright red bleeding per rectum and pain. Another scan was performed and there was still gas and air present. The patient was planning to go to 79.20 and went with 75.60 with hormones, the final two treatments were skipped. The patient was put on augmentin, and scheduled with a gastrointestinal oncologic once the patient finished the antibiotics. The patient current condition was unknown at the time of this report. No further information has been obtained despite good faith efforts.